Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: the pump was returned with the remote bolus feature set to vibrate, the temp basal set to off and all other sound settings set to high. The pump booted to the verify screen with audible and vibratory features. An intermittent vibration condition was not duplicated during testing. Unrelated to the original complaint, the display was discolored. Also unrelated, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an audio tone/vibration (intermittent vibration) issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.